Event description:
It was reported that while using panel phoenix nmic/ID-307 the customer received results indicative of misidentification. This event occurred 3 time(s). There is no indication that false results were reported to health care practitioners. There is no indication of patient impact. The following information was provided by the initial reporter: "customer performs biofire bcid on their blood cultures. Customer had 3 isolates identified as citrobacter by phoenix. Bcid called them enterobacter. Upon repeat on the phoenix, 1 still ID¿s as citrobacter, and 2 as e coli. Emailing instructions to save binary files. "

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that while using panel phoenix nmic/ID-307 the customer received results indicative of misidentification. This event occurred 3 time(s). There is no indication that false results were reported to health care practitioners. There is no indication of patient impact. The following information was provided by the initial reporter: "customer performs biofire bcid on their blood cultures. Customer had 3 isolates identified as citrobacter by phoenix. Bcid called them enterobacter. Upon repeat on the phoenix, 1 still ID¿s as citrobacter, and 2 as e coli. Emailing instructions to save binary files. "

Manufacturer narrative:
H.6 investigation summary: this complaint is for misidentification of e. Coli as citrobacter when using phoenix panel nmic/ID-307 (449289) batch number 2088107. To investigate, three (3) retention panels from complaint batch 2088107 were tested using customer returned isolates of e. Coli (mercy 011, mercy 149 and mercy 209) on a phoenix m50 instrument and evaluated for identification results. All three panels identified correctly as e. Coli. For further investigation, all three customer returned isolates (mercy 011, mercy 149 and mercy 209) were ran on the maldi, which identified all 3 isolates as e. Coli. Therefore, this complaint is not confirmed. A review of quality notifications revealed no quality notifications generated on the complaint batch. A review of complaints revealed three additional complaints on the complaint batch, not related to this defect (mis ID). Complaint trending was performed, and no trends were identified associated with this defect. Bd ID/ast plant quality will continue to monitor for trends and take action as necessary. Please continue to communicate any additional concerns. Bd encourages you to consider the following parameters to optimize results within your laboratory. ¿ qc testing should only be performed on 2nd pass subcultures and avoid using colonies that have been sub-cultured multiple times. ¿ isolated colonies are to be used for inoculation and carefully check purity plates to ensure the inoculum consisted of one isolate type. ¿ optimum performance comes from using fresh 18¿24-hour, well-isolated colonies. ¿ ensure proper, sufficient inoculum density allow bubbles to dissipate after vortexing properly calibrate the bd phoenixspec¿ nephelometer with in-date. Mcfarland calibration standards use swabs with minimal fiber shed make the proper inoculum density for the inoculum system setting (i.e., if preparing a 0.25 mcfarland inoculum, ensure that the system is set to 0.5 inoculum mode). ¿ volume of ID broth should be visually assessed for any obvious low fills ¿ ensure proper incubation temperature and environment ¿ use the correct media type as listed as acceptable for use in the user¿s manual (note - it is helpful to disclose the media type and vendor when providing the details of the complaint). ¿ handle panels by only touching the sides; touching the front or back of the panels may cause interference in the readings and lead to errors ¿ follow user¿s manual instructions for time limits on pouring inoculated ID broth into the panel and placing the panel into the instrument; extended periods of time outside of the stated limitations may yield errors . Thank you again for contacting bd and please continue to communicate any further concerns. H3 other text : see h.10.